Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board; a known good inverter board was installed and the display became operational. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Glucose test failed. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen was blank during treatment. The patient rebooted the cycler, but the screen remained blank. The cycler is plugged directly into a wall outlet that is not shared by any other appliances. The patient was advised to discontinue use of the cycler. A replacement cycler was arranged. Additional information was solicited.